Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; distal segment returned and analyzed.

Event description:
It was reported the patient presented to the emergency room due to multiple shocks. High lead impedance, greater than 2000 ohms, was found. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.